Event description:
Pt. Underwent hernia repair with mesh from ethicon prolene pmii lot rbe609 exp. 1/7. Ethicon recently reported the existence of counterfeit mesh with abouve lot #. At this time the pt is not exhibint any is side effects.